Event description:
It is reported that the patient was revised due to massive metalosis around femoral and tibial components.

Manufacturer narrative:
Evaluation summary: complaint is reported as metallosis being present around implanted femoral and tibial components at the time of a revision surgery on the patient. Because the components were not returned, further analyses of wear properties were not performed. X-rays are unavailable to study the implantation site. There is also not enough information on patient characteristics/history and how the revision was performed, although it is stated that the components were easily removed from the site of orthopaedic implantation. As per a completed complaint history search on the implicated products, this is the first metallosis complaint for the products. With the existing information a definitive root cause cannot be attributed to the alleged complaint. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.